Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with out a battery. The insulin pump had a minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data can be found in this section. The insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer was deceased. Customer was hospitalized on (B)(6) 2014. Customer was diagnosed with mild case of bronchitis four or five days prior to death. Customer did not have diabetes complication, kidney failure, heart failure, strokes, or infection. Customer's blood glucose was unk. Customer was wearing the device at the time of death but not the sensor. Customer's son stated the customer was taken to the doctor but nothing could have been done at the time. No further info reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.